Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. The 20mm 2.00 maverick balloon catheter was advanced to the lesion for predilation. The balloon was inflated five times: first inflation at 6 atmospheres (atms), second inflation was at 6atms, third inflation was performed at 10atms, then fourth inflation was at 10atms however the balloon ruptured at 12 atms on the fifth inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed as plain old balloon angioplasty using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick otw balloon catheter with a maverick otw pouch and a hoop. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed a longitudinal balloon tear on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. The 20mm 2.00 maverick balloon catheter was advanced to the lesion for predilation. The balloon was inflated five times: first inflation at 6 atmospheres (atms), second inflation was at 6atms, third inflation was performed at 10atms, then fourth inflation was at 10atms however the balloon ruptured at 12 atms on the fifth inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed as plain old balloon angioplasty using a different device. No patient complications were reported and the patient's status is good.